Event description:
Healthcare professional reported, capsular contracture baker grade IV. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4, h6 photo analysis visual analysis of the photographs identified:

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Cont e1 zip code- (B)(6).

Event description:
Healthcare professional reported, capsular contracture - baker grade unknown. Device remains implanted and is due to be explanted. This relates to an unknown side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h11.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.